Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unknown head 22mm. Unknown dm bearing. G2: bailey ep, hrudka bt, ross bj, premkumar a, wilson jm, berdis ge. Fracture of dual-mobility polyethylene liner in a primary total hip arthroplasty: a new complication to a modern design: a case report. Arthroplast today. 2025 sep 8;35: 101800. Doi: 10.1016/j.artd.2025.101800. Pmid: 40988870; pmcid: pmc12450735. The product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported in a published case study that a patient had an initial left total hip arthroplasty performed on an unknown date. Approximately a year and a half later, the patient began to experience mechanical symptoms of locking, catching, and subjective instability with severe pain. Aspiration and radiology studies yielded no explanation. Three months later, the patient presented to the emergency room with severe pain without coinciding trauma. An anterior dislocation was identified on x-ray. Dislocation attempts were made in the ER and or without success. A postop CT revealed an intraprostatic dislocation with retention of the liner within the shell. The patient was revised on an unknown date where reactive synovial tissue was removed along with the poly liner fragments from the fractured component. The acetabular component and metal mobility liner were stable and well-seated. The dual mobility components were exchanged with a stable, well-fixed reconstruction. At three months follow up, the patient has reported significant improvement. Due diligence is complete as multiple attempts were made; however, no further information is available.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR warsaw biomet (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR warsaw biomet (B)(4).